Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, the right hip was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. No revision surgery has been reported for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-04110/04112 & 04116 & 04181).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, the right hip was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. No revision surgery has been reported for the left hip. Additional information received from a retrospective clinical study identified that the patient underwent a right femoral resurfacing procedure on (B)(6) 2006 and was revised on (B)(6) 2012 due to pain and femoral loosening. The femoral head was removed and replaced. Additional information received from the right hip revision operative report notes pain, elevated metal ion levels, a loose femoral component, metal wear debris and synovitis during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, the right hip was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. No revision surgery has been reported for the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006 and was revised on (B)(6) 2012 due to pain and femoral loosening. The femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.